Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 347 mg/dl at the time of the incident. The customer stated that the insulin pump had several motor error and no delivery alarms. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose events. Customer stated he has been having high blood glucose readings for days 399 mg/dl, 268 mg/dl, 297 mg/dl, 286 mg/dl 333 mg/dl, 364 mg/dl, 276 mg/dl, 330 mg/dl, 262 mg/dl, 370 mg/dl, 327 mg/dl, and 447 mg/dl. Customer treated with insulin pump. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer was advised to change the infusion set, reservoir and monitor insulin pump and call back if issue recurs. The insulin pump is not expected to return for analysis. A replacement infusion set will be sent and expected to return.